Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely after only three years of use. Records indicate that the device remains in use at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.